Event description:
It has been reported to us that during the procedure, the shaft of the guide catheter separated and required a surgical procedure to remove the device. The physician inserted the guide catheter into the patient without using a guide wire. The physician advanced the guide catheter forward to engage into the left coronary artery; however the guide catheter kinked. The physician then attempted to insert a guide wire; however, it would not pass through the guide catheter. The physician attempted to remove the guide catheter and turned the guide however, the shaft became separated and remained inside the patient's femoral. The decision was made to send the patient for a surgical procedure to removed the separated portion of the guide catheter. The device was successfully removed, and the patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.